Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 309653 batch # 0118639, unknown it was reported by customer that they have received 50ml syringes that do not have markings at least 3 times recently verbatim: hi xxxx, please direct me to the appropriate contact if this should be sent to someone else. Xxxxx recently converted over to the bd syringes. I received a report from our clinical team that they have received 50ml syringes that do not have markings at least 3 times recently. Please see product info below and photo attached. I am not sure if the lot #s were the same for the other 2 occurrences. Please let me know if additional steps are needed to report this issue. Bd 50 ml luer lok syringe mfg # 309653 lot # 0118639 thank you, (she/her/hers) .

Event description:
No additional information received. Material # 309653 , batch # 0118639, unknown. It was reported by customer that they have received 50ml syringes that do not have markings at least 3 times recently verbatim: hi xxxx, please direct me to the appropriate contact if this should be sent to someone else. Xxxxx recently converted over to the bd syringes. I received a report from our clinical team that they have received 50ml syringes that do not have markings at least 3 times recently. Please see product info below and photo attached. I am not sure if the lot #s were the same for the other 2 occurrences. Please let me know if additional steps are needed to report this issue. Bd 50 ml luer lok syringe, mfg # 309653, lot # 0118639. Thank you, xxxxx, xxxxx, (she/her/hers), xxxxx, xxxxx, xxxxx, xxxxx, xxxxx, xxxxx, xxxxx.

Manufacturer narrative:
(B)(4) follow up for device evaluation: it was reported 50ml syringes do not have markings. To aid in the investigation, one sample in an opened packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed, and the syringe barrel has no scale marking printed. One photo provided shows a syringe in an opened packaging blister with no visible scale marking. The second photo shows a packaging blister. No other defects or imperfections were observed. This defect could occur if there was a misalignment of the printing pad during the syringe barrel printing process. A device history record review was completed for provided material number 309653, lot 0118639. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the syringe barrel printing process was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed.